Manufacturer narrative:
This event has been recorded by zimmer biomet (B)(4). Product has not been received by zimmer biomet and the investigation will begin once product is received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the handle of the zimmer skin graft mesher was stuck on the body of the device where it is attached. The handle was later removed but the body of the device is now damaged, potentially also the handle is damaged. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned a skin graft mesher device for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ medicrea has not previously repaired/evaluated this skin graft mesher. Product review of the skin graft mesher by medicrea revealed that the device was used and corroded. The device was out of calibration and the sample graft with the qa cutter failed. The right side plate, left side plate and gears and screws all failed visual inspection. Repair of the skin graft mesher was performed by medicrea which included replacement of the bottom roller, bearing washers, right side plate, left side plate, shoulder bolt and ratchet gear. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since the handle was removed by the hospital. The reported event ¿the handle was later removed, but the body is now damaged, potentially also the handle is damaged¿ was confirmed since during initial inspection the device was damaged and corroded. The root cause of the handle being stuck cannot be specifically determined with the provided information since the hospital removed the handle before zimmer biomet¿s product review. The root cause of the body and handle being damaged could not be determined with the provided information since it is unknown how the device became damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The skin graft mesher was repaired, tested and returned to the customer.